Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that upon removing three to four tampons, the top portion of the tampon is gone. She reported that part of the tampon came back out, but she was unsure how many tampon pieces may be left inside. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.